Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional (hcp) reported that a patient was injected with unspecified juvéderm® voluma¿ and received a "top up" 6 days later. The patient presented infection in one side. The patient was treated with clarithromycin for 2 weeks. The infection on that side settled, but now it has come on the other side. The event is ongoing. This is the same event and the same patient reported under MDR ID # 3005113652-2020-00210 (allergan complaint # (B)(4)). This is the first MDR submitted for the first injection of, unspecified juvéderm® voluma¿.